Event description:
It was reported that interrogation of the pulse generator resulted in the message an error in pacemaker software has occurred. Attempts to access the device memory resulted in operation failed messages. The month prior, measured battery data was 2.57 v, 11 kohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.